Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined

Event description:
On (B)(6) 2022 a customer reported to a cue health inc. Technical support representative two (2) false positive results via cue. The customer followed up with a negative pcr. Customer did no provide details regarding the pcr test. Cartridge ln 20857e, cartridge sn's (B)(4); reader sn (B)(4).